Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found fully breached insulation degradation at 4.5 cm and at 18.9 cm from the connector pin. (B)(4).